Event description:
It was reported that an ilet user experienced elevated blood glucose and the caregiver was unsure whether the device was delivering insulin. Upon syncing reports, the agent confirmed the device was delivering small corrective doses and the user¿s blood glucose was trending down from 214 mg/dl after the user had consumed milk and cookies. Symptoms included hyperglycemia without reported clinical complications. Outcomes included no injury, no medical intervention beyond routine device use, and no interruption of daily activities. Investigation included technical review of uploaded device data and user troubleshooting and education. Investigation of this case revealed the device was functioning as designed, delivering insulin appropriately with a gradual correction profile. It was concluded that the event was user concern regarding insulin delivery during hyperglycemia with device performance confirmed as normal and no device malfunction identified.